Manufacturer narrative:
A picture of the catheter was reviewed and found to have 2 kinks. The catheter was placed in the pt's stomach after a abdominoplasty. There was no unusual placement and no sutures trapped the catheter. It was confirmed with the physician that the kinks were not present before placement. It was stated that it is possible the catheter was twisted upon insertion. In order to remove the catheter, the physician opened the wound in the office and pulled the catheter out through the wound. The pt was transferred to the physicians surgical center to close the wound. The pt is doing well and there have been no complications after the removal of the catheter. The catheter was not returned, but is in the possession of the physician. This event is an isolated case and is not considered to be related to a product failure.

Event description:
It was reported that when removing the catheter from the pt, there was some resistance. The catheter was unable to remove and the pt had to be taken back into surgery to remove it. Once the catheter was removed, a kink was found on the catheter. The surgery was successful.